Manufacturer narrative:
Section d10: concomitant products lgc tibial fit tray cem sz 6f / 5t (cat# 02-012-45-6050 / serial# (B)(6)). Logic femoral ps cem left sz 6 (cat# 02-010-01-0260 / serial# (B)(6)). 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). Threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via medwatch (ref# mw5147862), patient had knee replacement done three years ago. In 2023 patient started to experience pain and swelling, patient had x-ray done and the physician confirmed that the patient would need knee replacement again due to a recall on the product. Patient had revision surgery on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.